Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Manufacturer narrative:
Upon receipt, the lead was found dissected at 7 cm distal to the is-1 connector pin. Only the proximal fragment was received. It is reasonable to assume that the dissection of the lead originated from the explant procedure. The visual inspection revealed intra-operative damages i.e. Deformations of the conductor coils and a broken insulation. Blood penetrated the lead. These damages were most likely caused by strong pulling forces applied in the course of the explant procedure. The quality documents associated with the manufacture of this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. With regard to the issues mentioned in the complaint description, the analysis of the available fragment did not show any deviations. In summary, no indication of a material or manufacturing problem was noted during analysis.

Event description:
Boston scientific received information that this right ventricular lead exhibited a lead safety switch for pacing impedances of greater than 2500 ohms. The automatic capture also had been showing an increase. The patient complained of shortness of breath. The lead and device remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.